Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified acinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears patient factors (preserved ejection fraction) and procedural factors (excessive manipulation of the valve/delivery system during deployment) caused or contributed to a less than optimal and secure valve position post deployment and subsequent embolization. There is no indication this event was a result of valve or the delivery system dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 23mm sapien valve embolized into the ventricle. The patient was converted to open heart surgery. Per report, the case went smoothly up until valve deployment. The sapien valve was placed in an ideal 50:50 position and was ready to be deployed; the valve position was confirmed with an aortic angiogram. Transcutaneous pacing was utilized at 180 beats per minute and the patient¿s pressure dropped below 50mmhg systolic. The valve was in the process of being deployed when the aortogram showed that the valve moved slightly aortic. During the valve deployment the valve was repositioned due to aortic migration and ended in a final position of 10:90 ventricular. It was decided by the heart team that a second valve needed to be inserted, and it was quickly placed on the table and prepped in a normal fashion. During this time the team decided to post dilate the first valve in order to secure it to lvot to prevent further migration. After dilation an aortic angiogram showed that the valve had embolized into the left ventricle. The wire position was maintained and the patient was placed on pump and transported to the operating room for open heart surgery. The perceived root cause was discussed with the primary operators and it was thought that there was excessive manipulation of the delivery catheter during deployment resulting in an unfavorable position. It was recommended by the edwards representative to place a second valve superior to the first valve, in order to properly deploy a valve in the native annulus. The pre-deployment position of the first valve was approximately 50:50. The native valve/leaflet calcification was described as moderate. The aortic root calcification was mild. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was also described as adequate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 65 percent.